Manufacturer narrative:
Voluntary event report form received. Medwatch: mw5145767.

Event description:
Voluntary medwatch report received noted that the left ventricular lead was explanted and replaced for an unspecified reason. During explant procedure, it was noted that a fragment of the lead had detached and was left in the body. No adverse patient consequences were reported.